Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye and it was removed and replaced during the same procedure as the haptic was bent and would not unfold. The issue was noted after the lens was inserted. A lens of a different model, za9003 and diopter (23.5) was used as the replacement. There was incision enlargement and a partial vitrectomy was required. Additionally, it was indicated that sutures were required, but the number of sutures used is unknown. Reportedly, everything went well with the patient and no injury was reported. It was noted that the iol has been discarded. No additional information was provided.